Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing, causing inappropriate atrial tachy response (atr) episodes. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.